Manufacturer narrative:
Meter has been discarded.

Event description:
The customer reported that her accu-chek guide meter was unavailable for use, not powering on during a serious injury event. The customer was unable to self-treat as she felt very confused. She called the emts on her own by pushing the button on a necklace that she wears. Upon arrival, they tested on their own device and the reading on their meter was 52 mg/dl. The emt gave the customer glucose tablets, but she's not sure how many. She doesn't recall how long they stayed or if they checked her blood sugar again prior to leaving. She's unsure how long it took for her to feel better.